Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, foreign material in the air/water cylinder and air/water channel was confirmed. However, the root cause of the foreign matter remaining on the device could not be identified. It is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from up/down angulation control knob and scope body. The following is included in the instructions for use (IFU): the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.